Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audio which was reproduced and confirmed through observation on all volume/tone settings. The cause was found to be a failed speaker. The rear case assembly containing the failed speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio output. Any patient involvement, injury or medical intervention is unknown.